Manufacturer narrative:
Updated sections: d4 expiration date, g3, g6, h4, h6 type of investigation, investigation findings, and investigation conclusions. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Pannus overgrowth, or host tissue, is considered a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction, or curling, resulting in valvular regurgitation. Host fibrous (pannus) tissue growth is not a malfunction of the device related to a manufacturing deficiency. Through further investigation, it was determined that the root cause of this event was most likely due to patient related factors.

Manufacturer narrative:
H3: customer report of pannus was confirmed. X-ray demonstrated wireform intact. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 7mm on leaflet 2 at the outflow aspect. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 3 at the inflow aspect. Host tissue overgrowth on the stent circumference was minimal at both the inflow and outflow aspects. As received, all three leaflets had cuts of approximately 4mm x 10mm on leaflet 1, 5mm x 8mm on leaflet 2, and 6mm x 8mm on leaflet 3. The cuts had a smooth and straight edge; cut out leaflet fragments were not returned. Multiple suture thread remained attached to the sewing ring.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry and investigation that a patient with a 25mm 2700tfx aortic valve was explanted after an implant duration of 7 years, 11 months due to pannus. The explanted valve was replaced with a 25mm 11500a valve. The patient was in recovery post procedure. Per medical records, the patient presented with doe. The patient underwent redo-avr with 11500a valve and mv repair with a 32mm cosgrove annuloplasty ring. Operative findings showed no al, leaflets moving with moderate overgrowth of pannus on the ventricular side of all three leaflets, and thin fibrous tissue adherent to the base on each leaflet. Post bypass shows bioprosthetic av well-seated without leak or stenosis and no mitral insufficiency. Patient was discharge to home on pod # 5. Per pathology report, aortic valve with white fibramembranous tissue measuring from 0.3-0.7 cm in thickness. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.